Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient's garments were too tight and were cutting into the patient's skin on the left side. It was reported that the patient had a wound from the garment cutting into the skin and rubbing it raw. The patient's doctor advised that the patient remove the device. The patient reported that the area was healing.